Event description:
It was reported that after approximately nine hours of intra-aortic balloon (iab) therapy, the console repeatedly generated a gas gain alarm. It was noted that an autofill failure alarm was also generated. Blood had accumulated inside the sleeve so the iab was removed. It was noted that the patient was in stable condition after removal. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
A photo was provided which showed blood inside the catheter. The evaluation of the provided photo confirms the reported problem. We are unable to determine how this may have occurred. There were no ncmrs identified which could cause or contribute to the reported failure. Reference complaint #(B)(4).

Event description:
N/a